Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient presented swelling and tenderness around the implant site to the doctor. The patient became infected following a lead revision and the system was explanted on (B)(6) 2017. The issue was resolved at the time of the report. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: concomitant product(s): product ID: 3889-28, lot# va16c9c, implanted: (B)(6) 2016, explanted: (B)(6)2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Manufacturer representative reported the patient had an abdominal placement and had a fractured lead which resulted in the lead revision. The infection was at lead implantation site. No further complications were reported/anticipated.